Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .the visual inspection of the returned product noted: that the valve seal and doors appeared intact. The dissector balloon had a hole. The insufflation bulb was received. The obturator was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal herniorrhaphy procedure. The balloon device was being applied to the muscle layers for creation of the operating space. There was a hole in the balloon and it did not inflate. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, another device was opened and used. There was no patient harm. The patient outcome is alive, no injury.